Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the returned polyaxial screw found no anomalies. The screw was functionally tested with set screws involved in the event and a 5.5mm rod and the assemblies locked down as required. Review of the device history record found no discrepancies were observed during the manufacturing process. A 12 month complaint trend analysis for product family revealed no emerging trends. The root cause for the screw back out cannot be positively identified. However, it may have been due poor bone quality. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the patient had a lumbar fusion and the top two polyaxial screws pulled out. The surgeon noticed during the revision surgery that the first two screws (ie. The two polyaxial screws) had loosen and the two caps (ie. Expedium single inner set screws) were loose even though final tightening had been performed. The following mfg medwatch reports are being filed for the four screws involved in this event: mfg medwatch report no. 1526439-2014-11407, mfg medwatch report no. 1526439-2014-11408, mfg medwatch report no. 1526439-2014-11409, mfg medwatch report no. 1526439-2014-11410.